Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that a patient underwent placement of an optease vena cava filter. It was reported that the filter fractured and caused injury and damages to the patient, including, but not limited to a failed and fractured filter, blood clots, clotting and occlusion of the intra vena cava (ivc.) As a direct and proximate result of these malfunctions, the patient suffered injuries and damages which required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer medical expenses, pain and suffering, and other damages. The indication for the implant was a deep vein thrombosis of the left lower extremity in a patient that could not be anticoagulated due to severe liver disease secondary to cirrhosis. The device was placed via the right common femoral vein and deployed just below the left renal vein. Deployment was uneventful and the patient tolerated the procedure well. Additional information contained in the patient profile form (ppf) indicated that the filter remains in place with the upper tip at the level of l2-l3, unchanged. One of the posterior struts of the filter appears to be broken and horizontally oriented. The patient became aware of the issue approximately six years after the device was implanted. There has been no reported attempt to remove the filter or any struts. The patient is reported to continue to experience anxiety, pain in lower back pain in pelvic area, and pain in legs related to the device. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without images or procedural films for review the reported strut fracture could not be confirmed. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Blood clots and thrombosis within the filter do not represent a device malfunction. Without procedural films or post-placement imaging the report of fracture, blood clots, clotting and occlusion of the inferior vena cava (ivc) filter could not be confirmed. With the limited information available it is not possible to determine an exact cause for the reported events. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that the exact event date is unknown and that the date is the awareness date. The patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned, fractured and caused injury and damages to the patient, including, but not limited to a failed and fractured filter, blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages which required medical care and treatment. As a further proximate result, the  patient has suffered and will continue to suffer medical expenses, pain and suffering, and other damages. No additional information is available.   The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture/separated and migration could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Blood clots and thrombosis within the filter does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the information available for review, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective or preventative action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this file.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned, fractured and caused injury and damages to the plaintiff, including, but not limited to a failed and fractured filter, blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the plaintiff suffered injuries and damages which required medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer medical expenses, pain and suffering, and other damages. No additional information is available.

Manufacturer narrative:
After further review of additional information received the following sections. The following additional information received per the patient profile form (ppf) indicates the device was implanted due to a history of deep vein thrombosis (dvt) in the left lower extremity. The patient is reported to have tolerated the index procedure well. The patient is reported to continue to experience anxiety, pain in lower back pain in pelvic area, and pain in legs related to the device. Additional information is pending and will be submitted within 30 days upon receipt.